Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that they had a problem recharging the ins since the implanted date. Patient mentioned it will take them 15 mins just to get a good or excellent quality recharge. Most of the time they had good quality but will stop recharging. Patient also received an error saying contact medtronic. Patient stated that over time the issue had gotten worse and worse and the battery was acting the worse on their back. They had a burning sensation when recharging the ins seems the recharger was extremely hot and couldn't tell if that was the recharger or the implant battery. Patient mentioned that they were hospitalized for 3 days after they had the surgery because the pain was so severe. Manufacturing representative had to completely shut off the stimulation altogether for 2 weeks because it was burning their butt and making their butt feel so bad where the battery was located. Agent send a repair request to replace the recharger. Additional information received from a manufacturing representative (rep). Rep called with the patient and asked how to pair the replacement recharger to the patient's handset. The caller confirmed that the recharger connected and they were able to start a charging session. Additional information received from the manufacturing representative. Manufacturing representative reported that they were not made aware of the event. Rep reported that healthcare provider reported that hospital stay was due to a complication from anesthesia and was not caused by device or related products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.